Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer did not received sensor connected alert and red led when connected to the charger also received a change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715, unk_sensor. Troubleshooting was partially performed. Transmitter led light blinked when connected back to the sensor but transmitter was not connecting to the pump. Deleted transmitter serial number and re-paired transmitter to pump but issue persisted. Transmitter may not be communicating. Advised charger is working properly and transmitter is charging. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned, no product return is required for mmt-7715, no product return is required for unk_sensor.